Event description:
Customer reports back to back testing on the same meter while using the aviva system with results of 115 mg/dl and 43 mg/dl. No quality controls were run. No adverse event reported. Return requested. Customer no longer has strips, a replacement was sent.